Event description:
It was reported that a yag procedure was performed to address pco approximately 3 months post lens implant. About 5 months later, the patient presented with decrease in vision. The lens was noted to be asymmetrically vaulted (z-syndrome) and a yag procedure was then performed 9 months post implant to address vault. The lens was ultimately replaced with another model lens. Sutures were used. The surgeon indicated that in his opinion, the most likely cause of the event is posterior capsular fibrosis. The patient was described as doing well and happy with current vision. No further treatment is required.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.